Manufacturer narrative:
No investigation of this event was possible as the customer has retired the analyzer and would not let the field service representative examine it. This issue is consistent with being due to heat damage on the planar winding printed circuit board caused by an insufficient cooling air flow. There was no risk of fire and no one was injured. All parts and plastics are ul rated accordingly.

Event description:
The customer stated they had sparks flying out of the top left corner of their integra 400 plus analyzer. The fire department came to the laboratory. The instrument was unplugged. There was an electronic smell, but no smoke. No one was injured and no one was treated for anything. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.